Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that the user was unable to remove medication. A technical support specialist stated that the user was able to remove medication from station and issue was resolved. The system functioned as intended after the customer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, unable to remove medication. The customer stated that the medication did not appear when user tried to search in station and there was a failed hardware icon for main drawer 2.1. However, there were no adverse events or injuries reported due to this event.